Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. G4: PMA/510(k)#: one additional code applies; k230855.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, customer noticed cracked tubes and found gel air bubbles before use on unspecified number of tubes. There was no health impact or consequence reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on:03-jul-2025. Investigation summary bd received 15 samples and 7 photos for investigation. The 15 customer samples were visually inspected for cracks, and the indicated failure mode was observed on 6 out of the 15 samples. Furthermore, the 15 customer samples were visually inspected for gel air bubbles, and the indicated failure mode was observed on 4 out of 15 samples. Lastly, the 7 photos showed multiple tubes with gel air bubbles and star shaped cracks on the tubes. Based on the review of the device history record all products and specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure modes: cracked product/component and gel airbubbles -before use. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sst¿ blood collection tube, customer noticed cracked tubes and found gel air bubbles before use on unspecified number of tubes. There was no health impact or consequence reported.